Manufacturer narrative:
The distal part of the balloon separated from the catheter during the procedure was returned to shockwave medical for investigation. The main catheter body, proximal end of the balloon, emitters and the marker bands were not returned. The separation of the distal portion of the balloon from the catheter body was confirmed. The exact cause of the device malfunction is unknown. The cause of the separated balloon indicates that the catheter was subjected to a force beyond normal usage. Review of the device manufacturing and test records indicate that the device lot met all of shockwave's acceptance criteria prior to being released for distribution. It was reported that the patient lesion was heavily calcified, which could be considered a contributory cause. Based on the physical inspection of the device, a review of manufacturing documentation and information provided by the physician, shockwave medical is of the opinion that the balloon may have likely gotten caught on the introducer sheath and the tear led to separation of the distal portion of the balloon.

Event description:
The patient was a (B)(6) male with atherosclerosis and heavily calcified occlusion of the superior femoral artery. During the procedure the balloon started to leak after 60 pulses. Lithotripsy process continued on low pressure until 300 pulses were completed. The device was retrieved after deflation of the balloon but had gotten stuck in the 6 fr sheath. The device was successfully retrieved from the sheath with some force applied. Angiography showed some faint filling defect at the lower infrageniculate popliteal segment. A snare was used to fully retrieve the device from the patient. The last known patient status is good.